Event description:
It was reported that when using the bd pyxis¿ es server electronic privacy information center (epic) and station was not communicating. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the server and confirmed that the carefusion coordination engine (cce) server successfully received and sent messages to the server without delays during the reported timeframe. This indicated that the server web services accepted the messages from carefusion coordination engine (cce) but did not process them, checked the event viewer and found no errors related to the external messaging service, confirmed that the customer performed a server reboot, which may have caused the delay while services were not running at that time, ran a downtime query and verified that messages were current, reviewed the communication log, and found no errors. The issue was resolved. The system functioned as intended after the technical support specialist verified the device.